Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing syncope. The patient had two pacemaker mediated tachycardia (pmt) events with no egms recorded because it was not turned on to record. The physician then turned on the egms for the pmt and the patient then resumed normal sinus rhythm.